Manufacturer narrative:
The reported event was confirmed, as a manufacturing-related. Visual inspection noted 11 unopened personal intermittent catheters were received. Visual evaluation noted no obvious defects were observed. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to viscometer failure. The product was not used for diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: a, e the actual/suspected device was inspected

Event description:
It was reported that the 16 fr catheters were present in the 14 fr catheter box. The user noted that the products were mislabeled. Per follow-up information received on 21oct2020, the box and the individual package for the catheters stated 14 fr, but the diameter of the catheter was much bigger than 14 fr as the customer was unable to insert due to the larger diameter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 16 french catheters were present inside 14 french catheters box. The user noted that the products were mislabeled. Per follow up information received on 21oct2020, the box and the individual packaging for the catheters stated 14 fr, but the diameter of the catheter was much bigger than 14 fr as the customer was unable to insert some due to the larger diameter.